Event description:
A consumer reported that the stimulator worked for her legs, but she could not get it to work for her back. The stimulator worked for her back when she was in surgery and the stimulator was turned up during surgery and then turned down after surgery. When she woke up from her implant surgery and was in recovery, they had her wrapped up in blankets and everything. When the ¿stuff¿ (medication) wore off, she realized the stimulator was not working for her back. They tried six (6) times to get it to work for her back, but they just can¿t get it to work. They had tried last week or the week before to get it reprogrammed, but it did not work out. A manufacturer representative suggested x-rays to ensure nothing had moved, and the x-rays came back that nothing moved. Indication for use included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant never worked for their back and only for their legs. The patient stated they had multiple reprogramming sessions since implant but it still does not target the back. The patient also stated they need to sit in a certain way for it to work for their legs. The patient stated they were told the implants have been having trouble. The patient was redirected to their healthcare professional (hcp) to address these issues. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.